Event description:
Ous MDR - after an implantation period of approx. 28 months, it was reported that the device could not be interrogated during a follow up on (B)(6) 2017. The device was explanted the following day. The leads were reconnected to the new device.

Manufacturer narrative:
The pacemaker had been implanted for 29 months. The clinical complaint was confirmed in the incoming goods inspection; a status interrogation was not possible. The pacemaker was then opened in a next step, and the components of the electronic module were inspected. The battery was discharged. During the further analysis, a damaged integrated circuit was identified, which caused an increased power consumption and then led to the clinical observation. The component was removed from the electronic module, and the current uptake now proved to be as expected. Other causes for the increased current uptake than the damaged integrated circuit did not exist. Furthermore, the manufacturing process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly, and the power consumption of the pacemaker, in particular, was unremarkable. In summary, the clinical observation resulted from an increased current uptake, which was caused by a damaged integrated circuit of the electronic module. The review of the production history showed that the device functioned properly at the time of shipment.